Event description:
It was reported that the patient was involved in a fight as school and his speech processor was hit several times. Additionally, the implant site was directly hit during the fight. From then on the patient was no longer able to hear with his device. Testing showed 10 channels with high impedances and 1 short circuit. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.